Event description:
It was reported when using the pyxis medstation es system drawer failed. The customer stated that the user was able to remove the medication from another station and there was no delay in patient care. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.1 and 1.2 were not detected on the communication bus. Field service engineer reseated the pyxis bus cable and restarted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 1.1 and 1.2 were not detected on the communication bus. A field service engineer reseated the pyxis bus cable and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failed. The customer stated that the user was able to remove the medication from another station and there was no delay in patient care. There was no report of impact to the patient or user during this event.